Event description:
It was reported to philips that the c-arm failed to start due to a defective dcps on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the defective dcps, restoring the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).